Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised looked at motors and noticed both motor cables were rubbed through the insulation and wires were exposed. Dealer advised thinks wires fell down and dragged on the ground while enduser was using chair.